Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced ineffective and unintended stimulation as the occipital leads (off label) had migrated (estimated date of event (B)(6) 2015). Surgical intervention was taken on (B)(6) 2015 to reposition the leads. However, system diagnostics during the surgery revealed high impedances on the leads. As a result, the leads were explanted and replaced which resolved the issue. Reportedly, effective therapy was restored postoperatively. The patient received 2 occipital leads with a same lot number.